Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer resolved each event by changing cartridge or changing cartridge and infusion set. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.